Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material may have been remained in air/water nozzle because reprocessing was not completed, leading to water leakage at the bending section. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that while using evis exera iii colonovideoscope leakage on the distal end rubber. There were no reports of patient harm or impact associated with the event. The device was returned, and an inspection revealed foreign debris protruding from the air/water nozzle. The debris appeared to be a white textile fibers. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Fibrous deposits, which seem to look like debris from a cleaning tissue and that could not be removed was clogging the nozzle. This was found during incoming inspection and without detrimental deformation of the nozzle. Additionally, there was a leak on bending section cover glue (insertion tube side), light guide lenses was cracked, the bending angulations were out of specifications, the insertion tube protector was damaged, the universal cord was wrinkled, and the connector cover was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.